Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported a patient with pain in the right eye approximately one week post lasik. Patient noted pain and light sensitivity. Upon follow up, the optometrist stated that the patient had a corneal abrasion and was treated with a bandage contact lens. Patient is to return for a follow up appointment. Optometrist would not say if he felt the abrasion was specifically related to treatment. Symptoms are reported to be resolved.

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
Upon additional follow up, patient is still experiencing some abrasion symptoms. Optometrist suspects possibly recurrent corneal erosion. Patient was seen by a different optometrist approximately two weeks post lasik. The doctor reported that the original erosion had healed but that a new episode occurred and is being managed for recurrent corneal erosion. Topical steroid drop dosage was increased. Patient reported a foreign body sensation and painful right eye. Patient has a good attitude but is worried about if this is vision threatening. Patient experienced a loss of best corrected visual acuity.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).